Event description:
Pt admitted for angioplasty of the left anterior descending artery. On 3/3/99, pt was in cath lab to have an angioplasty with stent placement. The angioplasty balloon was being inflated as ordered by the physician per the scrub nurse. Approximately, 15-20 secs into inflating the angioplasty balloon, the physician ordered the scrub nurse to deflate the angioplasty balloon. At this time the physician saw the left main artery had dissected secondary to rupture of the angioplasty balloon. This was later confirmed after the physician reviewed the film. The balloon was removed but the catheter was left in place to keep the artery patent. A cardiothoracic surgeon was called to evaluate the pt and it was decided to transport the pt for emergency open heart surgery. CABG x2 was performed without complications and there was no note of fragments in the left main artery. Hosp course was uneventful and the pt was discharged home on 3/12/99.